Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on september 23rd , the physician suspected a uterine perforation. The ablation was aborted. The perforation was confirmed laparoscopically and using a hysteroscope. When the physician went laparoscopically he cauterized the perforation and checked surrounding organs and did not see any additional damage. No other information is available.

Manufacturer narrative:
Novasure disposable was received and tested. Functional testing was performed, the cavity assessment worked as intended, visual inspection was conducted, and a hole in the array was found, the array was shipped back deployed inside the box which can cause deterioration due to the shipping. Ablation test was performed and failed due to the hole in the array. No other information is available. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.